Event description:
It was reported that during the procedure in the left distal anterior descending artery, pre-dilatation was performed using a 2.0x20 unspecified balloon. A 2.25x28 rx xience v stent delivery system was advanced; however, resistance was felt. The physician continued pushing the stent system and the proximal shaft separated outside of the patient anatomy. The stent system was withdrawn from the anatomy and the physician further dilated the lesion using the same 2.0x20 balloon. A new 2.25x28 rx xience v stent system was advanced and the stent was successfully deployed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: sds advancement against resistance. The device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation/detachment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these instructions or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.